Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
Following was initially reported: ¿ incident description: ¿major bleeding. Peripheral vascular catheter¿. Consequences for the patient: ¿death¿.¿ complaint ID# (B)(4).

Manufacturer narrative:
The event occurred in spain. Following was initially reported: ¿ incident description: ¿major bleeding. Peripheral vascular catheter¿. Consequences for the patient: ¿death¿. The event was reported to the authorities by the customer. (Authority reference ps/ts/87544) further information regarding the event and the involved product has been requested by getinge sales and service unit (ssu). However, no further information can be provided by the customer. Based on the results the reported event could not be confirmed. This complaint was found in the database of customer complaints for the cardiohelp device as a single event (timeframe from (B)(6) 2021. And (B)(6) 2022). The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending note: if new relevant information become available, the complaint will re-opened and further investigation steps will be initiated.

Event description:
Complaint ID: (B)(4).